Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Additionally, it was reported that the patient did not calibrate after experiencing inaccuracy. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. It was reported that multiple bg meters were used throughout the same sensor session. Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. It was reported that calibration was not performed correctly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings.